Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ac power module won't provide ac power to the device nor charge the battery. There was no reported patient involvement.